Manufacturer narrative:
Quality control recovery from (B)(6) to (B)(6) was within range. The field service engineer checked probes and a sample probe was found to have problems. The probe was changed and adjustments were performed. Testing was performed on the analyzer. No further issues occurred after the service actions. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module (serial number (B)(4)). No questionable results were reported outside of the laboratory. The first sample initially resulted in a calcium value of 6.15 mg/dl and it repeated as 9.39 mg/dl. The second sample initially resulted in a calcium value of 6.29 mg/dl and it repeated as 9.37 mg/dl.